Event description:
It was reported that noise was observed on the v s/p channel and on the svc coil. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
(B)(4).